Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and missing end cap sticker.

Event description:
It was reported the insulin pump had cracks on it. Customer's father was taking the reservoir out when he noticed the cracks. Customer's blood glucose was unk. Damage was located around the reservoir, another one was on the plastic around the screen and the side, and underneath the down button there are two more cracks. Customer's father was advised to discontinue use of the device and revert to back up plan. No further info reported.